Event description:
It was reported that the customer had a reservoir leak on the insulin pump. Customer's blood glucose level was 600 mg/dl. Customer stated that the leak is in the pump chamber. It was explained to the customer that the leak could be an air bubble in the reservoir that is expanding during filling. Customer stated that there is no air bubble in the reservoir. Customer was advised to return the reservoir for analysis. On (B)(6) 2014, customer called and requested assistance programming the new replacement pump. Customer stated that her last blood glucose level was 303 mg/dl. However, customer stated that she treated with the malfunctioned pump. No additional information provided.

Manufacturer narrative:
Evaluated one opened/used reservoir and checked o-rings/stopper groove for anomalies. None were found. Ran basal, bolus, and leaking test as follow: the reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into an insulin pump. Conclusion: the reservoir did not leak.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.